Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their trial worked great, but their implant never worked since implanted, and they had it reprogrammed several times with no resolution. The patient stated that they are having the implant removed, but the leads will remain implanted unless they come out on their own. The patient wanted to return the device for analysis. The patient was to follow-up with the healthcare provider. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. They reported that the patient had the implantable neurostimulator (ins) explanted. Caller reports patient did not like the feeling in their spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of why the patient¿s implant never worked was not determined. They stated that the device was removed on (B)(4) 2018. The hcp stated that the implantable neurostimulator (ins) was explanted, and the leads were cut and partially left implanted because just the ins pocket was opened. No further complications were reported or anticipated.